Event description:
It was reported that the mentioned device is not working properly (it doesn`t clamp anymore.) There was a delay of 5 minutes. A replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device appears to be in a well used condition with the cable jaws showing no sign of wear, abuse, or deformation. The only abuse noted was the dispenser tip was bent into an oval shape. A functional test confirmed the dall miles tensioner would not properly clamp a 2 mm cable. After lubricating the device it performed to specification. The deformed dispenser tip did not adversely affect the device's performance. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint review revealed that there have been (B)(4) other events for the lot referenced. The root cause of these events was found to be "patient or user related\improper preparation of (re)use" and not manufacturing related." The results of the investigation conclude there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the mentioned device is not working properly (it doesn`t clamp anymore.) There was a delay of 5 minutes. A replacement was available.